Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jan-2025, and confirmed that this device was not previously returned for servicing and there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the medication reported as missing from the profile was actually present and had most likely been accidentally checked off for dispensing by the user. The medication transaction was skipped and never dispensed, so no action was needed. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was not able to issue a medication that was present in patient's profile as they accidentally checked the box for that medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.